Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated the highs with the pump. The customer attributes the highs to not having received their insulin. The customer declined to troubleshoot for no delivery and blood at site.